Manufacturer narrative:
Mis single inner set screw [product code: 1867-15-000, lot number: arpbp9] was returned to the complaints handling unit (chu) for evaluation. The set screw from lot arpbp9 has its thread torn from the start of the thread for approximately a quarter of a rotation. It is further damaged from there, with dents and cuts sporadically found towards the bottom of the screw. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the variety of forms of set screw damaged cannot be determined from the samples and the information provided. Potential root causes may include inserting/removing the set screw into/from a damaged monoaxial screw, aggressive attempts to remove set screws that may have become cross-threaded during insertion, and cross-threading a screw and inserting it to the point that the start of the thread became warped but was removed prior to tearing. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) implanted viper ii monoaxial screws and tried to reduce the rod into the screw heads. For some reason the rod reduction process did not work. Eight innies busted, the thread of the innies broke, so the threads of 2 screws head busted as well. Further 2 screw drivers and one extension sleeve broke. All has been decontaminated and will be handed in. The issue caused a surgery delay of approximately 30 min.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.